Manufacturer narrative:
The suspected front bezel (with navigation ring) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, with the bezel containing the navigation ring installed onto the standard test bed (stb), it was noted that the navigation ring did not operate as expected. The product investigation lab (pil) tech performed a temporary install of the printed circuit assembly (pca) portion of the navigation ring but verified that this did not fix the issue noted in the complaint. The pil tech verified that the nav ring issue is due to the portion of the faulty navigation ring encoder that is fitted into the bezel itself. The accept button did operate as expected. Tech also verified that the switch panel power assembly power on button and all light emitting diodes (led) associated with the switch panel power assembly of the front bezel operate as expected. The issue has been confirmed and the reason for the navigation ring failure is due to the faulty navigation ring encoder portion that is adhered to the front bezel. In addition, the pca portion of the navigation ring assembly operates as designed.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring that failed to operate. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated, and it was reported that the navigation ring was unresponsive. The service engineer (se) replaced the front bezel (with navigation ring), and the issue was resolved.

Manufacturer narrative:
H10: e1- (B)(6).